Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI no.: (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The customer returned an air dermatome device, serial number (B)(6), for evaluation. The customer also returned the 1"/2"/3"/4" width plates, for evaluation. Product review of the air dermatome by zimmer biomet australia on (B)(6) 2019 revealed that the oscillator was loose. The 3 inch width plate was found to be an older one. The customer hose was not returned for evaluation. Product review of the air dermatome by zimmer biomet taiwan on (B)(6) 2019 revealed that the calibration was out of specifications at all settings. The motor speed was within specifications but at the very low end of the spec and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet taiwan on (B)(6) 2019 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, external e-ring, and the 1"/3" width plates. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome had a loose oscillator, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the motor, bearings, o-ring, seal, reciprocating arm, external e-ring, and the 1"/3" width plates were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It has been reported that the dermatome was vibrating on harvesting skin and the skin was unable to be used. Injury to patient is unknown.